Manufacturer narrative:
Veeva case: (B)(4).

Event description:
A patient swallowed a lozenge [accidental device ingestion] case description: on 2024-10-04, a spontaneous case was reported in france by a(n) other health professional via call centre representative (phone). The report concerns a consumer. The consumer received polident anti-bacterial (napc+potm+taed tablet) for product use for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident anti-bacterial, the consumer experienced a medically significant a patient swallowed a lozenge (preferred term: accidental device ingestion). The outcome of the event was unknown. No medical history was reported. No drug history was reported. The action taken for polident anti-bacterial was unknown. Dechallenge was unknown. Rechallenge was no/n/a. Reporter causality for the event with the suspect was reported as not reported/not assessable. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: " this is the poison control center at the (B)(6) hospital in (B)(6). I am calling you; we had a case of exposure with a polident product and I would need to have the email address of someone from the quality department or the regulatory department in order to obtain the composition of this product. A patient swallowed a lozenge. Polident antibacterial 72 lozenges. The product is at the patient's home. I cannot give you the batch and expiration date. I will receive the thematic symptoms and the label/packaging on both sides." The report is being resubmitted to capture corrections. The information was received on 2024-10-24 and is as follows: device report type added as serious injury.